Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact system: within 10 minutes - lo (less than 19 mg/dl) and 159 mg/dl. Within 10 minutes - lo (less than 19 mg/dl) and 83 mg/dl. Within 10 minutes - lo (less than 19 mg/dl) and 112 mg/dl. Within 10 minutes - lo (less than 19 mg/dl) and 161 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.